Event description:
It was reported that a mesa polyaxial screw inner collet fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Event description:
It was reported that a mesa polyaxial screw inner collet fractured intra-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay.

Manufacturer narrative:
D4 was updated from 'zahp 03s' to 'zahp.' Visual, functional, material, and dimensional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. No further investigation for this event is possible at this time as no device and insufficient information was received.